Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support.